Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a chronic total occlusion in the heavily calcified anterior tibial artery. A high-torque (ht) command guide wire was selected for the procedure. The ht command guide wire was advanced with no resistance to the lesion and there was no resistance felt during advancement of the non-abbott recanalization catheter over the guide wire. During the procedure the physician felt something uncomfortable so the decision was made to remove the ht command guide wire from the anatomy. Upon removal from the anatomy it was observed that the polymer coating had come off and the core of the ht command guide wire was revealed. A new ht command guide wire was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspection was performed. The reported peeled polymer was confirmed although the reported device operating differently than expected was not confirmed as it was based on operational circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties to be related to the patient anatomical conditions. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.